Manufacturer narrative:
(B)(6). This report is for an unknown left medial distal tibial plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient was originally implanted with an unknown left medial distal tibial plate and twelve (12) to thirteen (13) unknown screws approximately two years ago. Subsequently, the plate broke at the distal end, at an occupied screw hole. The patient developed a non-union. On (B)(6) 2016, the patient went in for revision surgery and all the hardware was removed. All of the screws were removed (fully intact), except for one screw. During the procedure, the head of the one screw snapped off and was retrieved. The surgeon determined to leave the shaft of the screw in the patient. The patient was auto grafted from the tibial plateau and revised to an anterior lateral distal tibial plate. There was no surgical time delay reported and no other medical surgical intervention required. The procedure was successfully completed and the patient status outcome is stable. This report is to cover the revision surgery and non-union. The intra-operative broken screw is covered under (B)(4). This report is for an unknown left medial distal tibial plate. This is report 1 of 2 for (B)(4).